Event description:
Hill-rom received a report from the account stating the right siderail would not stay up (would not latch). The bed was located in the ER. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the ratchet rivets broken on the end bar of the right siderail. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the ratchet rivets on the right siderail to resolve the issue. Based on the info, no further action is required.